Event description:
A customer contacted baxter technical service center regarding a system error 2240 (air in line) alarm during dwell 4 of 5. The technical service representative (tsr) explained the air alarm. The homepatient (hp) stated she can't see any leaks since it was the middle of the night. The hp already cycled power and would do a manual bag later and contact her nurse when available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A hospital in (B)(6) reported that two rt340 breathing circuits were leaking. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow up emdr will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.